Event description:
Pt had one hour infusion of imiglucerase. The dose was hung as a primary infusing on baxter pump programed according to label. The pump beeped as infused one hour later. However, the dose was not infused the bag was full. Not more than a few cc's had infused.